Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout shows no anomalies.

Event description:
A medtronic rep reported that during a case the site was unable to verify a frazier suction instrument due to a high distance to divot error. They eventually got it verified but then it was not accurate. All other instruments were verified and accurate during navigation. The site continued use of navigation to complete the surgery and there was no impact on pt outcome.